Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, crease/folding of implant.

Event description:
Patient reported "possibly folded, possible rupture and exchange from textured to smooth devices due to the patient's concern with the product". This record is for the left side. The device remains implanted.